Manufacturer narrative:
This follow-up report is being submitted to correct the following field that was entered erroneously in the initial report: g3: 01-aug-2025.

Manufacturer narrative:
B3: date of event unknown. D6a: unknown date in 2021. D10: alteon ha collared stem size: 7. Alteon cup, cluster-hole 48mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced hip pain, which was assessed as hip bursitis, gluteal and abductor tendinopathy. This resolved with physical therapy at 1-year post-op. No further impact to the patient was reported. No other information is available.